Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician stated that while using an ion stent delivery system (sds) in an unspecified lesion, the device caught on "almost everything in artery". The physician believes there is too much balloon overhang; when the catheter goes over a bend it has been noted that the stent struts lift up off of the balloon and "catch" on the vessel wall or existing plaque. The physician was able to successfully complete the procedure with no patient complications reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).